Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and the intra-aortic balloon pump (iap-0500f) was pumping for 36 hours. After the 36 hours, the pump did not recognize the fiberoptix sensor (fos). The patient outcome is listed as "fine". Additional information was received on 3/2/2010 from the quality assistant stating that the iab was prepped per instruction, the patient was not moved and after the pump failed to recognize the fos a pressure bag was installed.